Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (2.3 mmol/l). Candy was consumed to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.